Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with phrenic nerve stimulation. The patient suffered from twiddlers syndrome. The right atrial lead was found dislodged. The lead was explanted. The patient was in stable condition.